Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The visual inspection of the drill bit has shown that approximately 12mm from fluted tip section was broken off. The broken part was not returned for investigation. The review of the production history revealed that this instrument was manufactured in dec 2012 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The measurements of the hardness after the hardening procedure were also within the specification. As per the relevant drawing, measurement outer diameter ø1.5, gage: 3-03-17585, tolerance ø1.5 0 h8 0/-0.014, result: ø1.49 "pass". Based on the provided information, exact root cause of the breakage could not be determined. It can only be assumed that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 28. Dec. 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported upon return of a loaner set from the distributor, it was noted three (3) different drill bits were broken. It is not known how the devices were broken. No patient involvement is reported. This report is for one (1) 1.5mm drill bit with depth mark. This is report 3 of 3 for (B)(4).